Event description:
Caller reported a missing tandem wall adapter and noted that charging supplies were no longer functional. There was no adverse impact to the customer¿s blood glucose level. Technical support arranged to replace the damaged charging supplies and organized delivery through 2-day shipping.